Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, the right ventricular lead showed increasing impedance and loss of capture. The lead was suspected to be broken. The lead was explanted and replaced to resolve the issue. The patient was in stable condition throughout the procedure.